Manufacturer narrative:
No product was returned for investigation. Per the clinical information provided, the root cause of the delivery issue was patient condition related to calcified vessels. The root cause of the delivery issue was most likely patient condition related to calcified vessels. The investigation has been completed.

Event description:
The user facility reported an (B)(6) year-old male patient noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported a right guide was inserted to assess right coronary artery which looked fine. The physician then decided to pass a left guide to assess left main coronary artery and was unable to get the left guide to go up and around the aorta. The procedure was aborted. No patient harm was reported.